Event description:
It was reported the customer was hospitalized twice for low blood glucose. Customer's father also reported the customer had two diabetic seizures from their low blood glucose. Date of the customer's first adverse event was (B)(6) 2012. The customer's blood glucose was unknown during this time. Father stated the customer was unable to breath due to their low blood glucose. The customer was treated with a glucagon shot at the hospital. Date of the customer's second adverse event was (B)(6) 2012. Customer's blood glucose was 20 mg/dl. The father stated the cause of the customer's low blood glucose for both events was unknown. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.